Event description:
It was reported that the atrial lead was dislodged during the placement of a central line. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned and analyzed. Analysis performed revealed no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage. D284drg implantable cardioverter defibrillator (ICD) 2009-(B)(6); 6947 implantable tachy lead 2004-(B)(6). (B)(4).